Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited undersensing due to being dislodged. The lead was capped and replaced. The procedure was a success and the patient's condition was fine post procedure.